Event description:
The ge oec 9800 fluoroscopy system displayed low ma sensor error codes. Dark cine images were also reported this occurred during a procedure with the pt identified. No negative results or injury resulted from this reported malfunction.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the high voltage supply regulator pcb. Necessary calibrations were performed. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported because of this malfunction.